Manufacturer narrative:
Product evaluation: the product was returned. Solution is dried on the lens. Broken and bent haptics were observed. The optic is torn/split/cracked on a post of the lens case. Product history records were reviewed and the documentation indicated the product met release criteria. Upon return, the lens was observed to be placed into the lens case incorrectly resulting in damage. The root cause could not be determined for the reported ¿broken capsule, inserted and removed during initial procedure¿. Additional lens damage was observed. This damage is typical in appearance to lens case related damage. The presence of the solution on the returned sample is evidence that the product was subjected to handling. Due to the presence of surgical solution, the damage is most likely related to customer handling. (B)(4)

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. An incomplete questionnaire was received with no additional information. The manufacturer internal reference number is: (B)(4).

Event description:
An administrative assistant reported during an intraocular lens (iol) implant procedure a patient had a broken capsule. The lens was inserted and removed during the initial procedure. Additional information was requested.